Event description:
It was observed during the device evaluation, that the tracheal intubation fiberscope insertion guide (ig) tube coating is peeling off (1 mm² or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, environmental temperature problem, and maintenance problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.